Event description:
It was reported that the patient complained of fatigue and shortness of breath post-implant. Non-sustained vt/vf episodes due to noise were observed on the ventricular channel, and device delivered inappropriate anti tachycardia pacing therapy. During revision, physician found the paced/sensed lead loose and was able to pull it out of the header without unscrewing the set screw. The device was explanted and replaced. The patient condition was normal.

Manufacturer narrative:
The reported field event of noise, inappropriate shock, and a set screw anomaly were confirmed in the laboratory and was due to a loose lead connection in the header. Visual inspection noted that the v is-1 set screw was set all the way down. This prevented the lead from being fully inserted into the header and secured by the set screw, resulting in the loose connection and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.